Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left hip was revised. As reported by rep: "patient had a periprosthetic fracture of a bipolar and the surgeon revised the hip to a restoration modular distal fixated stem." In a follow-up phone call with rep, fracture identified as femoral fracture. A uhr component, femoral head, and accolade ii stem were explanted.